Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported having concerns with the infusion sets leaking. Patient stated this concern has been continuous. Patient reported the leakage occurred in (B)(6) 2013 and (B)(6) 2014; exact date was not provided. Patient stated he noticed the issue occurs when he has to give a larger bolus of 7 units or more. Patient reported he thinks that is seems to break at the round clear membrane housing that is near the insertion needle. Patient stated he has seen visible tears in the cannula where it connects to the adhesive. Patient reported he discovered the issue because he had a wet spot on his shirt. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.